Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer got replace battery now alarm. Customer¿s blood glucose level was unknown at the time of the incident. The current blood glucose value was 94 mg/dl. Customer states the battery was not previously used. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with normal operating currents and no unexpected replace battery now alarm noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.